Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the issue was not determined without returned product investigation and sufficient clinical.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 81-year-old female patient with a past medical history of coronary artery disease, presenting in acute myocardial infarction and cardiogenic shock, with scai stage d shock, and on multiple inotropes and vasopressors, prior to initiation of support. While in the intensive care unit, there was an "impella in ventricle" alarm. The intensivist attempted to reposition the device; however, the waveform never changed. A bedside echocardiogram was performed and the impella was not visualized well in the ventricle. The aorta and left ventricle on the aic appeared to be an arterial waveform with a reading of 70s/10s. The cardiac catheterization lab team was activated for reposition/replacement of the impella. Under fluoroscopy, the pigtail of the impella was through the atrioventricular node. The impella was able to be repositioned successfully under fluoroscopy. The family elected to withdraw care, and the patient expired. The device is unlikely to have contributed to the patient's death, which was most likely due to the underlying clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock as they presented in stage d shock.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.